Event description:
The tip of the drill bit broke during surgery and was found in the wound outside the vertebral body. Another drill bit was used to complete the case.

Manufacturer narrative:
The initial reporter indicated the device was used for multiple surgeries. The returned device is clearly labeled "for single use only." Method: device history record reviewed. Review of the DHR showed the device was manufactured to applicable specifications.